Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (annular calcium and restricted posterior leaflet). The reported tissue damage was due to slda. It should be noted that the reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted successfully, reducing mr to 1-2. A second clip (80627u149) was implanted, however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A posterior leaflet tear was noted and mr increased to 3. No additional treatment was performed. No additional information was provided.